Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with oil gel globules. Oily substance and separation gel residue on the needle tip. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the customer found many tubes have oil gel globules. Caused the blocking the sample probe of machine. Oily substance and separation gel residue on the needle tip.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with oil gel globules. Oily substance and separation gel residue on the needle tip. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the customer found many tubes have oil gel globules. Caused the blocking the sample probe of machine. Oily substance and separation gel residue on the needle tip.